Manufacturer narrative:
B3 event date: the events occurred from (B)(6) 2023 - (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) large volume infusors leaked. There were spots of dry residue outside of the pumps. This was identified while the pumps were still in the packaging. The devices were filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 04, 2023 to april 05, 2023. H10: eight (8) actual devices were received for evaluation, each containing 230 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed, and no evidence of leak was observed. The reported condition was not verified. The samples were determined to be conforming products. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.